Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test, sleep current test, active current test and self test. Failed battery test not confirmed. P-cap/reservoir locked properly in place. Pump received with serial number label damaged/faded. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the formatted history file confirmed pump error 53 (line number (B)(4) file number (B)(4)) and pump error 4 alarms due to a software error. No unexpected pump error 54 alarms noted during testing and was not found in the formatted history file. Pump error 54 not confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump on troubleshooting. The insulin pump also passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.